Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was broken at the insulin compartment and clear ring at the top of it was missing. The customer's blood glucose was unknown at the time of incident. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with pillowing keypad overlay, minor scratches on case, cracked keypad overlay and stained keypad overlay. No damage on reservoir tube lip or clear ring.